Event description:
A customer reported to baxter (B)(4), an adminstration set in which a leak was observed. According to the report, the leak occurred between the tubing and the drip chamber. The alleged defect occurred during patient use. The nurse changed out the set and therapy continued as normal. There were no reports of patient injury, adverse events or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional tests were performed. An underwater pressure test at 8psi revealed that the sample leaked from the bonded junction of the chamber and the tubing. Therefore, the reported condition was confirmed. An assignable root cause could not be determined.